Manufacturer narrative:
The complaint of incorrectly showing an lv pacing margin alert in a merlin.net transmission report was confirmed. The device was not returned, but the issue was able to be confirmed through review of the information provided and the merlin programmer software code. The incorrect display is due to a software coding error.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited an alert for an incorrect measurement. No intervention was reported. There were no patient consequences.